Event description:
It was reported the patient lost stimulation for his back. It was stated this occurred after the patient came home from the hospital at the end of (B)(6) 2013, where he was told his implant was fine. It was noted the patient was still getting stimulation for his leg. It was reported that a manufacturer representative (rep) attempted to program the patient but the rep was ¿not able to get stimulation¿ for the patient¿s back. It was stated the patient met with the rep during the week of report and it was suggested he have a thoracic x-ray performed to check whether his lead had moved. It was reported that while the patient was driving a car, he went over a dip and his stimulation went up and settled back down. It was noted the increase in stimulation was a sensation and not an increase in the stimulation setting. It was further reported that the next time the patient went over a dip, he received stimulation a different region of his body and then the stimulation ¿went off.¿ it was stated that the weekend prior to report the patient¿s stimulation would move and change when the patient pushed on his ins with his hand. It was also reported that the day prior to report the patient¿s stimulation changed on its own while the patient was coming down the stairs. It was noted following that event, the patient turned his stimulation off. The patient was redirected to their health care provider (hcp). A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 74002, lot# n240204, implanted: (B)(6) 2010, product type: adapter, product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3998, lot# lb8077, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n240204, implanted: (B)(6) 2010, product type adapter; product ID 748940, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3998, lot # lb8077, implanted: (B)(6) 2004, product type lead.

Event description:
Additional information was received from the patient reporting that they went to the hospital/ICU and after they woke up from their treatments it was reported that the implant no longer worked. It was reported that the implant had previously worked. The patient stated that they met with a manufacturing representative, who told them that the ins no longer worked and they were unable to reprogram them. It was also stated that their device would have to be replaced. The patient noted that their previous doctor said they could also replace the leads for wider coverage as well. The patient was redirected to follow-up with their healthcare provider. No further complications were reported/anticipated. Reference report number: 3004209178-2013-18796. On 2016-04-26 it was indicated that the patient had been told an infection had gotten into the ins and caused it to longer work/unable to program.